Event description:
Requiring a great deal of pressure to cut and heads are breaking off. The head is brreaking off not because of weakness in bur but because of pressure dr must apply to get it to cut.